Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results was 142 mg/dl. Not clear whether this reading was from the pt's meter or the lab. Tests were done 11-20 minutes apart. No further info has been reported.